Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, when the trocar was placed into the abdomen, the safety did not deploy. The surgeon noticed it right away, removed the trocar and got a new one to complete the procedure. There was no pt impact.